Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences burning and pain at the ipg pocket site when sitting or laying on the pocket area. The pain is unrelated to charging and stimulation being on/off. The physician prescribed lidoderm patches as the next course of action.